Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-apr-17. It was reported that pump logs indicated the pump was infusing dilaudid (1500.0mcg/ml at 399.6mcg/day) and bupivacaine (7.5mg/ml at 1.9980mg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's baseline weight was (B)(6)pounds. The cause of the acute hypoxic respiratory failure was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving hydromorphone via an implanted pump. The indication for use was non-malignant pain. It was reported the patient was admitted with acute hypoxic respiratory failure on (B)(6) 2018. On (B)(6) 2018, the it rate was decreased 50% by the attending physician. It was indicated the event was possibly related to the device or therapy and possible related to hydromorphone due to increased dose. The patient was instructed to follow-up in the clinic within one week of discharge. The event resulted in in-patient hospitalization and the issue was noted as ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on (B)(6) 2018. It was reported that the event resolved without sequelae on (B)(6) 2018.